Event description:
The customer reported being in the emergency room with diabetes ketoacidosis, high blood glucose over 500mg/dl, and ketones. The customer stated that they already contact her doctor. The customer was not able to determine why her glucose level increased. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.